Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump froze then went to blank display. The customer's mother reported that they received history check failed alarm, unexpected restart alarm and external ram error alarm. The customer's mother reported that the insulin pump was beeping. The customer's blood glucose was 283 mg/dl at the time of incident. The customer's mother stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer's mother stated that the battery compartment and spring were not damaged or corroded. The customer's mother stated that the battery cap was not damaged or corroded. The insulin pump will not be returned for analysis.